Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-1593-p secondary fixation with peek swivelock anchor implant system experienced anchor breakage upon insertion despite following the correct technique. No adverse effects on the patient were reported. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 08/15/2025: the event occurred during a btb acl procedure on (B)(6) 2025 involving secondary fixation. The anchor did not fracture; however, the eyelet and anchor detached from the inserter, which bent during insertion. Both the eyelet and screw were successfully removed from the patient. The surgeon elected to forgo secondary fixation and completed the procedure by tying knots, with no additional components used following the failure of the ar-1593-p. No significant case delay or additional anesthesia was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.